Event description:
It was reported that a decrease in sensing was observed. The patient will be checked again at next follow-up in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.